Event description:
Nellcor puritan bennett received a call from a representative on 11/29/1999. Representative called to report the following problem: patient turned blue while on monitor. Parent stated unit did not alarm.